Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator alarmed and display went blank. The customer reported the device was in use and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported a vent inop due to a data acquisition pcba adc reference failure was noted in the device diagnostic history. The biomedical engineer was unable to duplicate the reported problem. Pse advised completing a full performance verification test. The biomedical engineer reported the test passed and the unit has been running with no reoccurrence of the reported problem. The unit was placed back into service.